Manufacturer narrative:
Product analysis: analysis found that the cursor on the programmer screen was not reacting with the stylus. Analysis also noted that scratches were found on the display screen and the rubber cover for the universal serial bus (usb) and video graphics array (vga) input port was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was defective. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.